Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
Performance data has been received but is pending evaluation. The investigation will assist in complaint confirmation and root cause determination.

Manufacturer narrative:
(B)(4).